Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture retrieval issue was confirmed. Additionally, there were two anterior cuff tabs separated (not returned). Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that common femoral arteriotomy closure was attempted using one proglide device relative to an interventional procedure in the calcified superficial femoral artery. One proglide was used in each of three patients in three procedures (not 3 devices in one procedure as previously reported). Reportedly, a cuff miss occurred with each of the three proglide devices. In each case, another proglide was used to achieve hemostasis. There were no adverse patient sequelae and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using three proglide devices relative to a leg procedure. Reportedly, there was no suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.